Manufacturer narrative:
Sjm could not evaluate the device involved in this incident since the device remains implanted. During manufacturing, this device underwent a series of inspections and tests to confirm proper size and function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Based on the information received, the cause for the reported event could not be conclusively determined.

Event description:
A 20mm amplatzer septal occluder (aso) was attempted but was found to be too large so it was removed and an 18mm aso was used; however, after multiple attempts to deploy the 18mm aso, it was recaptured and removed. The original 20mm was attempted again and successfully implanted. A trans-thoracic echocardiogram demonstrated close approximation of the 20mm aso to the aortic annulus. As a result, the patient's hospitalization was prolonged while she was monitored and underwent additional echocardiograms to ensure the 20mm aso did not cause any adverse effects. The 20mm aso remains implanted and the patient was released three days post-implant.